Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted alarm which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This device utilizes user interface module master software version 6.63.90 categorized as remediated.

Event description:
The facility representative contacted baxter on 24 june 2010 to report an intermate that had a ruptured bladder that occurred during patient use. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The sample has been requested, but has not yet been received by baxter. A follow-up medwatch report will be submitted if the sample is received by baxter for evaluation or if there is additional information available.

Manufacturer narrative:
(B)(4). The device has been received and evaluated by baxter. The device has been received and evaluated by baxter. The reported condition was confirmed. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation CAPA (B)(4).